Manufacturer narrative:
Exact date unknown, event occurred a number of years ago from the date the manufacturer became aware of the event. Explant date: a number of years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 20047329.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device components were retained by the medical facility and will not be returned.